Event description:
It was reported that the subject device had an image anomaly. The intended procedure was completed using similar device. The issue was found during cleaning and disinfection process. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adapter is rusted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the problem could not be identified based on the information obtained from the complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image anomaly. The intended procedure was completed using similar device. The issue was found during cleaning and disinfection process. There was no patient involvement.